Manufacturer narrative:
Product was not returned. A DHR review of the associated kit lot number (k08a112812214m3) was completed, and 0 discrepancies were found. A review of existing capas, scars and ncmrs were completed and there are no prior records related to false positive failure mode for this lot nor any previous complaints from this customer associated with false positive result issues prior to received date of (B)(6) 2022. The complaint rate for false positive is under the expected threshold of 2% (label claim)/1% (internal warning limit). Lucira health will continue to monitor trends related to false positive results in accordance with post-market surveillance process. Test lot dhrs reviewed: 2112191, 2112232, 2112221, 2112188, 2112165, 2112174, 2112192, 2112233, 2112210, 2112208, 2112192 (associated internal lot # 210762-25t, 210762-26f, 210762-26c, 210762-25y, 210762-25c, 210762-24f, 210762-25e, 210762-26z, 210762-25a, 210762-26x, 210762-26e, 210762-26v, 210762-24g, 210762-26u, 210762-27a, 210762-27f, 210762-26a, 210762-24g, 210762-25e, 210762-26d, 210762-26s) sample vial lot dhrs reviewed: 2112231, 2112263, 2112204 (associated internal lot #s 210762-2kn, 211346.1-1f, 210762-2kj) based on the complaint review, no harm was reported within the complaint. Based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. This device is marketed under eua 210196 check-it.

Event description:
One device reported as having a false positive result. Complainant performed two additional tests after the positve result (1 lucira test and 1 pcr test) and received negative results.